Manufacturer narrative:
Citation: authors: pilichowski et al. Circumflex distortion following mitral valve repair. Catheterization and cardiovascular interventions 6 (104) 1225-1227 2024. 10.1002/ccd.31220 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 66-year-old female patient who underwent elective mitral annuloplasty with a simulus annuloplasty ring due to severe symptomatic mitral regurgitation with posterior leaflet prolapse. An electrocardiograph was performed and discovered an inferior st elevation myocardial infarction (stemi). A coronary angiograph was also performed and revealed no flow in the left circumflex coronary artery. The restricted flow was caused by distortion of surrounding tissues and the left circumflex artery due to placement of the annuloplasty ring. Two stents were placed to prevent distortion. No further information was provided pertaining to medtronic products.